Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that multiple non sustained right ventricular oversensing episodes were observed on the implantable cardioverter defibrillator. The origin of the oversensing was unspecified. Programming changes to the far field secure sense configuration were made. The patient was to continue with follow ups in clinic. The patient was stable before, during and after programming changes.